Event description:
Event description cpi received information that this rate sensing bipolar lead (0010) was removed from service because of inappropriate shocks, due to an insulation breach near the generator. It was replaced with a new cpi lead (0095-202762).